Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer having trouble going down the ramp from her van. Having trouble with sure step and stability lock. Chair unstable coming down ramp.